Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and became frozen on the cartridge detection screen. During troubleshooting with tandem technical support the screen was able to be cleared. Customer's blood glucose level was 221 mg/dl.